Event description:
It was reported by the patient that the pod's cannula did not deploy as intended, indicating a needle mechanism failure. The pod was not worn. Treatment for reported issue was not specified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.